Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted at a surgical intervention as it was seen dislodged at the lower portion of the superior vena cava. A new lv lead was implanted at the same intervention. The lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted at a surgical intervention as it was seen dislodged at the lower portion of the superior vena cava. A new lv lead was implanted at the same intervention. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.